Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion and bleeding at the site due to a previously capped right atrial (ra) lead. Intervention was required and the lead remains in the patient. No further patient complications have been reported as a result of this event.